Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy ¿ rash/skin condition"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), migraine ("migraine / headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), pain ("body pain"), arthralgia ("joints pain"), pain in extremity ("arm pain") and musculoskeletal pain ("shoulder pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dermatitis allergic, pain, arthralgia, pain in extremity and musculoskeletal pain outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, gastrointestinal disorder, hormone level abnormal, fatigue and weight decreased had resolved. The reporter considered abdominal pain, arthralgia, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pain, allergy, migration, bladder/urinary prob, other injuries/sympt. Discrepancy noted : date(s) of insertion: (B)(6) 2009 (as written per ppf) and b)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hip pain , joint pain , shoulder pain , body pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added. Event: joint pain , arm pain , shoulder pain were added.fu 3 and 4 process together. On (B)(6) 2020: social media received. Reporter's information added. Event: body pain were added.fu 3 and 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6)2009, the patient had essure inserted. In 2013, the patient experienced coeliac disease ("celiac disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy ¿ rash/skin condition"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), migraine ("migraine / headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), pain ("body pain"), arthralgia ("joints pain"), pain in extremity ("arm pain") and musculoskeletal pain ("shoulder pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, dermatitis allergic, pain, arthralgia, pain in extremity, musculoskeletal pain and coeliac disease outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, gastrointestinal disorder, hormone level abnormal, fatigue and weight decreased had resolved. The reporter considered abdominal pain, arthralgia, coeliac disease, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pain, allergy, migration, bladder/urinary prob, other injuries/symptom. Discrepancy noted : date(s) of insertion: (B)(6)2009 (as written per ppf) and (B)(6)2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hip pain , joint pain , shoulder pain , body pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- celiac disease. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy ¿ rash/skin condition"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), migraine ("migraine / headaches"), gastrointestinal disorder ("gi conditions") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and dermatitis allergic outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, gastrointestinal disorder, hormone level abnormal, fatigue and weight decreased had resolved. The reporter considered abdominal pain, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pain, allergy, migration, bladder/urinary prob, other injuries/sympt. Discrepancy noted : date(s) of insertion: (B)(6) 2009 (as written per ppf) and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event ¿injury to herself¿ was updated with more specific information: migration, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy ¿ rash/skin condition, vag. Infect., vag. Discharge, migraine, headaches, gi conditions, hormonal changes, fatigue, weight loss, essure confirmation test(s) conducted, specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced coeliac disease ("celiac disease"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy ¿ rash/skin condition"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), migraine ("migraine / headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), pain ("body pain"), arthralgia ("joints pain"), pain in extremity ("arm pain") and musculoskeletal pain ("shoulder pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dermatitis allergic, pain, arthralgia, pain in extremity, musculoskeletal pain and coeliac disease outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, gastrointestinal disorder, hormone level abnormal, fatigue and weight decreased had resolved. The reporter considered abdominal pain, arthralgia, coeliac disease, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, pain, pain in extremity, pelvic pain, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: received treatment for pain, allergy, migration, bladder/urinary prob, other injuries/sympt. Discrepancy noted : date(s) of insertion: (B)(6) 2009 (as written per ppf) and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hip pain , joint pain , shoulder pain , body pain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation for qse. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.